Manufacturer narrative:
Investigation of this complaint found that the instrument operated within specification between (B)(6) 2014; and there is also no evidence to suggest that a use error (s) in the interaction between the user and the device either caused or contributed to the sub-optimal tissue processing reported by the complainant. The root cause of the sub-optimal tissue processing reported by the complainant could not be determined from the info provided.

Event description:
Leica biosystems received a complaint regarding sub-optimal processing. The complainant initially advised that sub-optimal tissue processing had been identified from the "cell block [no formalin] 2 hours" protocol started in retort a at 08:55 am on (B)(6) 2014. However, info subsequently provided by the complaint indicated that sub-optimal processing had been identified for tissue in 29 cassettes, which were derived from three (3) protocols run in either retort a or b between (B)(6) 2014. The protocols were designated as either "cb (no formalin) or factory 2hr xylene standard"; the tissue types involved were renal core biopsies, colo-rectal biopsies and lymph node needle core biopsies and the samples were <3mm in size. On (B)(6) 2014, leica biosystems received info from the laboratory indicating that re-biopsy of an unspecified number of pts was required. Further info was sought as to the number of pts requiring re-biopsy; and the age/date of birth and gender of each pt. Despite several requests to the laboratory requesting confirmation of the number of pts requiring re-biopsy, this info has not been received by leica biosystems as at (B)(6) 2014.